Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit, resulting in the decision to explant the device. The device was explanted on (B)(6) 2012, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on august 1, 2013.